Event description:
It was reported to philips that the system did not start up completely. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not start up completely. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found issue with hard disk. To resolve the issue, the fse replaced the suite pc hdd and reloaded the software and backup. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.